Event description:
New information received states that surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Updated from malfunction to serious injury.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was showing end of life and was unable to connect. No further information is available at this time.